Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model#: fa-77400-12; lot#: not reported; dom: n/a; exp: n/a. Model#: fa-77375-16; lot#: not reported; dom: n/a; exp: n/a. (B)(4).

Event description:
Information received from article journal of neurosurgery jun 2012 / vol. 116 / no. 6 / pages 1258-1266 "panacea or problem: flow diverters in the treatment of symptomatic large or giant fusiform vertebrobasilar aneurysms." A retrospective review was performed on the prospective endovascular database at millard fillmore gates circle hospital and it was determined that 25 patients had been treated to date with the pipeline embolization device, either as a part of the pipeline for uncoilable or failed aneurysms study or subsequent to FDA approval of this device. All of the patients were routinely placed on aspirin and clopidogrel prior to the pipeline placement. Response testing to both medications was also performed. Among the 25 patients treated with pipeline, 6 patients had fusiform vertebrobasilar aneurysms. Out of these 6 patients, 5 of them had complications. Treatment of a giant mixed (fusiform / saccular) aneurysm measuring 37.1mm x 10.9mm located in the left mid-basilar artery. The mrs (modified rankin scale) = 2 (slight disability, able to look after own affairs without assistance, but unable to carry out all previous activities). The patient presented with mild decrease in sensation of the left cranial nerve 5. An angiogram revealed the presence of a giant mid-basilar artery aneurysm (3.7cm) projecting posteriorly with small left posterior communicating artery and no evidence on the right posterior communicating artery. A month later, the patient underwent embolization treatment involving three pipelines (4.00mm x 18mm; 4.00mm x 12mm; 3.75mm x 16mm) along with implant coils. During the procedure, the patient developed left side weakness that resolved with the administration of eptifibatide (integrilin). During the 3 week follow-up, the patient exhibited very mild ataxia on the left side. MRI (magnetic resonance imaging) demonstrated a giant left prepontine cistern basilar artery aneurysm with evidence of thrombosis around the coil mass. One month post procedure, there was significant thrombosis and some residual filling of the aneurysm neck. The patient's ataxia and left side weakness began to worsen. An MRI performed 6 weeks post procedure still showed a 3.7cm prepontine basilar artery aneurysm. At 8 weeks post procedure, the patient still reported slight ataxia and now had new facial numbness on the left. The patient was then started on steroid therapy and expired four days later due to a diffuse subarachnoid hemorrhage.